Event description:
Additional information was received from the patient on (B)(6) 2019. It was reported that a couple of years prior to the report, the patient had a bad fall. Since the fall, the patient has had "problems". Then, sometime in 2019, the patient started having a lot of trouble in their hip area. A request was made to have a manufacturer representative (rep) meet with the patient to see if reprogramming could get the stimulation to address the hip pain. It was noted that the device was designed to provide stimulation down the leg. Patient services reviewed the role of the rep as well as reviewed MRI guidelines since compatibility was requested. No device issues were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that she needed her ¿stimulator adjusted and need to meet with a manufacturer¿s representative.¿ the patient reported that ¿it didn¿t reach an area that was in pain for the last 8 months.¿ the patient reported that ¿part of the scar tissue from a back surgery I had in (B)(6).¿ the patient reported the pain was in her back. Additional information was received from the patient on (B)(6) 2017. The patient reported that the circumstances that led to the stimulation not reaching the pain area and increased back was a fall that further injured her back plus scar tissue forming above back¿s surgical site. The patient reported that she was in the process of moving and would be contacting a new pain physician in the valley. The patient reported that the doctor she was using to arrange appointments had left the area. The patient reported that the issues were resolved that the time of the report. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances leading to the stimulation not reaching the pain area was the patient falling and landing on their tailbone. The resulting damage ended in the patient's further back surgery. The patient's continued scoliosis and internal scar tissue from the surgery causes extensive pain in the area to the left of the spine just above the waist. The patient stated that the steps they are taking is they are attempting to schedule an appointment with an healthcare provider (hcp). The patient is going to set up an appointment and reach out to a manufacturer's representative (rep) once that occurs. No further complications were reported or anticipated.